Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted. A specific cause for the alarms could not be determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists right heart failure, cardiac arrhythmia, and respiratory failure as adverse events that may be associated with the use of heartmate 3 lvas. This document provides an explanation of all pump parameters, including pump flow. This document states that the low flow hazard alarm will occur when the estimated pump flow is below the low flow limit and explains that changes in patient conditions can result in low flow. The IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists right heart failure, cardiac arrhythmia, and respiratory failure as adverse events that may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had respiratory failure with hypoxia requiring high-flow nasal cannula (hfnc) for respiratory support. Chest x-ray with mild pulmonary edema on (B)(6) 2021. Chest x-ray from (B)(6) 2021 with mild vascular congestion with small pleural effusions. The patient was treated with nitric oxide. On (B)(6) 2021, the patient developed atrial fibrillation with rapid ventricular response (rvr). The patient underwent direct contact cardioversion (dccv) and started on amiodarone. The patient was then back in normal sinus rhythm. The arrhythmia resolved without sequelae on (B)(6) 2021. On (B)(6) 2021 the patient had a subtherapeutic inr (international normalized ratio) of 3.4 so coumadin was held and it resolved without sequelae on (B)(6) 2021.